Event description:
It was reported that the atrial lead exhibited noise which could be reproduced with isometrics. Fixed sensitivity was programmed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.